Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and stroke. It was reported that the patient's pump was not working any longer. The consumer did not know if the pump was reaching end of battery life. The consumer stated after the patient had their last refill they noticed "it wasn't working." The pump was still in the patient's body. It was unknown when the pump stopped working, although it was reported that it was roughly 2014 or 2015. The consumer was calling for magnetic resonance imaging (MRI) procedure guidelines because the patient was having new pain and issues with their tibia and knee on the left side, over the last year, and their doctor wanted to do an MRI. It was indicated the patient had x-rays which indicated the patient had knee issues, which is why the doctor wanted the MRI, to further understand what issues were occurring at the knee. It was reported that the pump was implanted due to spasticity on the patient's left side following a triple bypass surgery. It was reported that the patient had a lot of different health complications. It was also indicated that the patient lived in a nursing facility and when the staff grab him or move him around, or if someone grabs or pushes on the pump, the patient experiences pain at the pump site. It was reported the patient had experienced pain at the pump site for about 2-3 years. The patient had previously inquired about having the pump removed, however, the implanting physician declined to do so. MRI considerations were reviewed and the consumer was directed to follow-up with the healthcare provider. The consumer stated that maybe after the MRI and the left leg issues are dealt with they may pursue having the pump removed. No further complications were reported or anticipated.